Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2016 with the following findings: black box shows no evidence of short battery life, the battery compartment is cracked from threads down to the case seal on the side, battery cap is undamaged able to fit to maintain electrical connection. Moisture corrosion is observed in the battery canister and on the cap. Leak test failed due a battery compartment leak. "Ez-prime" steps were performed correctly, all currents draw are within specification; unable to duplicate "short battery life" complaint. The pumps' cover was removed; no further moisture ingress or any intermittent condition was found to the cgm module or to the pcb.

Manufacturer narrative:
Follow up # 2 date of submission 10/07/2016 ¿ correction: the serial number for this pump is (B)(4).